Event description:
Additional information was received. No new information

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. They did not know the cause of the poor communication, but their hcp managed to get the stimulator/programmer working. They returned the replacement programmer and kept their original programmer. No device issue alleged / identified. No patient symptoms or complications were reported.

Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Poor communication was reported by the patient. The patient stated that they needed help turning on the ¿whole system.¿ when patient services tried to clarify, the patient stated ¿the whole thing.¿ when the patient tried to connect during the call the programmer would not turn on. Patient services reviewed the proper batteries and the patient stated that they were seeing the poor communication screen with and without the antenna. While on the call, the patient confirmed the antenna was secure and attempted to sync with the ins however the poor communication was not resolved. The patient then placed the programmer directly over the ins and attempted to sync with the ins however the poor communication was not resolved. An email was sent to repair to send the patient a replacement programmer and antenna as the patient was getting poor communication with and without the antenna. On (B)(6) 2019 the patient called and stated that the remote that they were sent was still giving them the same icons. Patient services advised the patient to make an appointment with the health care physician (hcp) to have their ins checked. There were no further complications reported.